Event description:
It was reported that the patient was having to charge the implantable pulse generator (ipg) frequently and the boston scientific representative was unable to connect the remote control to the ipg. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient was having to charge the implantable pulse generator (ipg) frequently and the boston scientific representative was unable to connect the remote control to the ipg. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted ipg was discarded by the facility and will not be returned.